Event description:
The medtronic infuse implanted during my surgery has left me with many complicated issues including pain, mental anguish. I've required another surgery, and my mobility has limitations.